Manufacturer narrative:
Approximate age of device ¿ 1 year, 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that low flow alarms and pump stoppage events occurred. The patient was reported to have been asymptomatic. Review of the log file by the manufacturer's technical services representative confirmed the events only appear to have occurred while the pump was connected to the power module. On (B)(4) 2016, the manufacturer's technical services representative performed a driveline evaluation. During the evaluation, no speed drops or pump stoppages were able to be reproduced. The patient was provided an ungrounded power module patient cable for use while on power module support. The patient was reported to be doing fine. No further issues were reported.

Manufacturer narrative:
The report of pump stoppage events was confirmed based on the submitted system controller log file. Following the driveline evaluation, the reported event was not able to be reproduced and the patient was discharged with instructions to use an ungrounded patient cable. The patient remains ongoing on pump support and no additional events have been reported at this time. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.